Event description:
Dr was performing a laparoscopic gyne procedure when one jaw of the forceps came off into pt. Dr immediately retrieved jaw and completed procedure. There was no adverse effect on pt and her condition post-op was good.